Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts for up to 9 seconds upon powering on the device. With a delay in voice prompt delivery, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts for up to 9 seconds upon powering on the device. With a delay in voice prompt delivery, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate or verify the reported issue. The device was scrapped by heartsine and the customer was provided with a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts for up to 9 seconds upon powering on the device. With a delay in voice prompt delivery, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy.